Event description:
Exhaust hose rupture occurred about 3 feet from motor. Portions of the hose were missing. Or staff reported ringing in their ears. On follow up it was reported that rupture occurred during a spinal procedure. The drill was on the mayo stand and cradled in sterile towels. First indication of problem was sound of hose rupture. There were no twists or kinks in the exhaust hose. Rupture was inside the sterile field. Pieces of hose were ejected away from the sterile field and pt. Second drill was brought in to complete the procedure resulting in a delay of approx 5 minutes. There was no pt impact.